Manufacturer narrative:
Infection and surgery complication resulting in explantation.

Event description:
Infection and surgery complication resulting in explantation.

Event description:
Alleged infection and complication.